Event description:
A customer reported obtaining unexpected positive weak d result with anti-d (series 4) monoclonal blend lot number 504881 on galileo neo instrument.

Manufacturer narrative:
On (B)(4) 2013, galileo neo test well images evaluated by immucor technical support. Unexpected positive result test well appears visually positive.